Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data or the product itself become available.

Event description:
It was reported that ventricular oversensing was noted. The lead remains implanted at this time. Should additional information become available, this file will be updated.